Manufacturer narrative:
As no sample material from the patient was available, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys anti-hbc immunoassay results for one patient. The results from cobas e601 serial number (B)(4) were (B)(6). The results from the cobas e801 serial number (B)(4) were (B)(6). The reactive result was reported outside of the laboratory.